Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). An intraoperative type ia endoleak that was not filling the sac was identified. The physician will monitor the patient and a 30 computerized tomography will be performed. The patient is reportedly fine.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ia endoleak event is unconfirmed. This is not consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest death occurred that was not included in the event as reported. These findings were discovered during an examination of the 1-month post implant discharge summary. This was an off-label case due to the juxtarenal angle of 90 degrees, however it is unclear if this was a contributing factor to the intraoperative type ia endoleak. The most likely causation for the death is the post-operative complications of respiratory failure, renal failure, hemodynamic instability, and multiple organ failure. Therefore, the patient death was determined to be unrelated to the device. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). An intraoperative type ia endoleak that was not filling the sac was identified. The physician will monitor the patient and a 30 computerized tomography will be performed. The patient is reportedly fine. Subsequent to the initial report, clinical assessment determined that there was evidence to reasonably suggest death occurred that was not included in the event as reported. The death was discovered during review of the 1-month post implant discharge summary.